Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2004 and a right total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, elevated metal ion levels/metal poisoning, and metallosis. No revision has been reported to date for either hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6), 2004 and a right total hip arthroplasty on (B)(6), 2005. Subsequently, legal counsel for patient reports patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, elevated metal ion levels/metal poisoning, and metallosis. Additional information provided in patient medical records indicate that a left hip revision procedure was performed on (B)(6), 2010 due to pain, a loose femoral component, and a poorly positioned metal-on-metal socket. The patient's operative report noted soft tissues and a crack in the medial calcar. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 7 mdrs filed for the same event (reference 1825034-2014-01590 / -01596).